Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) had the hp cycle the power. The tsr assisted to clear the alarm and explained the alarm. There was no obvious cause of the alarm. The hp would discard the supplies and finis with manuals. The hp would contact the nurse regarding the air detect alarm and being connected. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated she did not have any idea how the air had gotten into the lines and stated that they could not even detect any air in the lines. The hp could not see anything visually wrong with the setup. The hp had also notified their nurse regarding the alarm. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.